Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00521. It was reported that the patient presented for a lead revision procedure. Upon review, the current right atrial lead exhibited noise and the previous right atrial lead was capped on (B)(6) 2012 for an unspecified issue. The physician explanted both leads, as well as electively explanted the rest of the dual chamber implantable cardioverter defibrillator system, and replaced it with a biventricular implantable cardioverter defibrillator system. The patient was in stable condition.